Event description:
Surgeon used the s4c for a c1-c2. Everything went fine, but he had to go back in a few days later to back out one of the screws. Screw was put in too long and it needed to be backed out a little as the pt was complaining. Once he backed the screw out, the saddle fell out, so he had to completely remove the screw. Removed screw will be returned. No pt injury.

Manufacturer narrative:
Device will be forwarded to MFR.